Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated the fluoro function and gib boards. Adjusted 5 volts in workstation. Identified during this repair that the tube was arching. Cleaned and lubricated hv cables. Flashed nodes and loaded the original configuration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no image when fluoroing with the 9800 system. The system was rebooted and case continued. There was no report of pt injury.